Event description:
Vent malfunctioned at 22:30 during nebulizer tx. When flow added for neb tx vent. Stopped cycling and registered 10cm h2o of peep. Pt immediately ambued and vent checked after 2nd exhalation block and problem recurred. A new vent was setup. No pt problems. Changing vent resolved problem.